Manufacturer narrative:
Concomitant medical products: this occurred either on (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had particulate matter inside the patient line. This was found before use. The particle was described as round and about 1/8th inch in size. There was no patient injury or medical intervention associated with this event. No additional information is available.